Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked prior to use. Customer's blood glucose was 135 mg/dl. A cartridge change was performed to resolve the issue.